Manufacturer narrative:
Concomitant product(s): patient medications include; zantac, vitamin d and xarelto. Lot: UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the proximal movement of the device during deployment could not be determined with the provided information.

Event description:
On (B)(6) 2016, the patient underwent treatment of a penetrating atherosclerotic ulcer (pau) with a conformable gore tag thoracic endoprosthesis. Reportedly, the pau was located just distal to the origin of the left subclavian artery (lsa) on the inner curve of the descending thoracic aorta. During positioning of the tag device the lsa was intentionally covered, however it was reported that as the device was deployed it "jumped" proximally 1 cm and partially covered the left common carotid artery (lcca). Using a balloon, an attempt was made to move the device distally, however it was reported the device would not move. Intra-operative imaging showed partial filling of the lcca. The physician elected to puncture the lcca and place antegrade an omnilink balloon expandable stent into the lccca ostium, resulting in restored patency to the lcca. An additional conformable gore tag thoracic endoprosthesis was then implanted to provide distal extension and insure distal seal of the first tag device. No further complications were reported, and the patient tolerated the procedure. Images were requested but reportedly are not available for evaluation.